Event description:
The surgeon's operative note indicates: the patient underwent "implantation of pacemaker 10 years ago for bradycardia. History of generator change a year ago with identification of fault on device interrogation. Discussion with boston scientific led to discussion about the need for generator removal, so the patient underwent the procedure without complication". The surgeon requested that the device be returned to the manufacturer for analysis, as the device's end of life time was very short.